Event description:
Litigation papers allege: patient has suffered symptoms including but not limited to groin, hip pain, popping of the hip device, elevated levels of metal ions and problems sitting, standing, and moving up and down stairs.

Manufacturer narrative:
(B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: litigation papers allege: patient has suffered symptoms including but not limited to groin, hip pain, popping of the hip device, elevated levels of metal ions and problems sitting, standing, and moving up and down stairs. Update: 10/22/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, sensitivity, vertical cup, and metallosis. Records are available for further review. Doi: (B)(6) 2008 right hip, dor: (B)(6) 2011. Patient residence: (B)(6). Complaint file content has been scanned and attached. Dr-3/18/2014. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: patient has suffered symptoms including but not limited to groin, hip pain, popping of the hip device, elevated levels of metal ions and problems sitting, standing, and moving up and down stairs. *update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, sensitivity, vertical cup, and metallosis. Records are available for further review.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor and metal wear. Added patient identifier and medical history. Doi: (B)(6)2008 - dor: (B)(6)2011 (right hip)

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/25/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metal hypersensitivity, minimal metallosis, and malpositioned cup. The stem is being added for the alleged high metal ions, which lab results from (B)(6) 2011 prove to be high. The revision operative note also indicated there were trochanteric wires removed, but at this time it is unknown why they were placed. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.